Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that while trialing during an initial knee procedure, a total tibial articular surface provisional instrument fractured. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: tibial articular surface provisional left size ef, catalog#: 42517000505, lot#: 64941588. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-00150. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.